Event description:
Catheter failed to be fully removed from the patient. As a result, the remaining piece of catheter had to be surgically removed from the patient. Further information is being pursued.